Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, sensing and threshold also changed. It was also reported that over sensing was also observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.